Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID neu_unknown_lead, lot# unknown, implanted: 2008 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapeutic effect and for the past six months they had been seeing a return of symptoms. The patient had been having trouble getting an erection in the past six months and having trouble going to the bathroom. The patient had to catheterize themselves and they could feel stimulation, but it was not as strong as it had been in the past. On 2013 (B)(6), the patient had three accidents and left work and went to the emergency room (ER), but they didn't know what to do for them and directed them back to their physician. The ER facility told the patient they did not have an infection. The patient suspected their implantable neurostimulator (ins) battery was depleting. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.